Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen was badly scratched which resulted in an unresponsive touchscreen and difficulty with viewing display. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.